Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspects rv lead insulation damage to be the cause of the event. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of lead insulation damage and noise resulting oversensing were confirmed. As received, a portion of the distal section of the lead was returned in one piece. A visual examination revealed an external insulation abrasion breaching optim sheath with intact silicone insulation proximal to suture tie impression. The cause of insulation damage was due to an external insulation abrasion which is consistent with friction to the device can. Destructive analysis revealed one of the ring electrode ethylene tetrafluoroethylene (etfe) cable coating and the polytetrafluoroethylene (ptfe) liner were abraded proximal to right ventricular shock coil. The cause of the noise and oversensing was due to internal insulation abrasion.